Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 570 mg/dl. Customer was treated with manual injection. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to complete rewind. Customer was able to clear alarm. Insulin pump passed self test. The insulin pump will not be returned for analysis.